Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that all labels were intact, and no external damage was found. A review of the event history log was unable to be completed as the history function of the device was not set up. Functional testing of the device was able to confirm and replicate the reported event. The device was found with an error code 112 on the screen display upon power up, which indicates a motor issue. It was determined that a faulty motor contributed to the reported event. The motor was replaced to resolve the reported event. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device experienced a system fault error. There was no patient injury reported.